Event description:
The pt was revised, due to poly wear.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated.